Event description:
It was reported that during pre-implant interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message indicating the initial device check was unsatisfactory and the device should not be implanted. Technical services (ts) was consulted and reiterated the device should not be implanted. Ts also reviewed available device data, noting an unusually low battery measurement had occurred and the programmer capacitor reform was unexpectedly long. This is out-of-specification for taking a device out of shelf mode, and ts recommended returning the device for further analysis. The device has since been returned and analysis is underway. There was no patient involvement.